Event description:
Same case as MFR#: 2134265-2010-04514. Reportable based on product analysis completed on (B)(6) 2010. It was reported that during a transcatheter aortic valve prosthesis (tavi) treatment procedure, a balloon catheter would not advance over the guide wire. The 035/260/3mm amplatz super stiff guide wire was advanced through the aortic valve to the left ventricle. Resistance was noted while attempting to advance a non bsc prosthesis delivery catheter over the guide wire. As the physician was unable to advance the catheter, the guide wire was exchanged for another 035/260/3mm amplatz super stiff guide wire. The non bsc prosthesis delivery catheter was able to be advanced to the intended location and the prosthesis was implanted. While attempting to remove the catheter over the second wire, resistance was noted and the devices were removed together as a unit. There were no patient complications reported and the patient's status is stable. However, device analysis of the first amplatz super stiff guide wire revealed the ptfe coating was peeling.

Manufacturer narrative:
(B)(4). Visual and tactile examination revealed the distal tip was stretched. Kinks were noted at 7, 10 and 12.5cm proximal from the distal tip. The ptfe coating exhibited evidence of peeling in the immediate vicinity of the noted kinks. Outer diameter measurements taken were within specifications. No other damage or inconsistencies were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).